Manufacturer narrative:
Event date: the exact date of the adverse event is unknown.

Event description:
It was reported that during the procedure, the proximal part of the guide catheter (subject device) leaked. No consequences to the patient were reported.